Event description:
Opened an auto suture - premium surgiclip 5-9 to back table- an surgeon picked up product noted a white substance embedded on the tip of product. This was not used on pt; removed from field for further review.